Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer performed the fill tubing sequence while they were connected to the infusion set tubing. The customer's blood glucose (bg) level was 132mg/dl. Tandem technical support advised the customer to contact their healthcare provider in regards to correcting for this event and educated the customer on turning on the lock feature on the pump in order to avoid these types of events from occurring. During a follow-up, the customer confirmed the event was addressed by consuming carbohydrates and their current bg level was 151mg/dl.